Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that the cgm was reading 34 mg/dl and the bg meter was reading 30 mg/dl when the paramedics were called. It is unknown who called the paramedics or if the patient experienced any symptoms prior to calling. It was indicated that the paramedics provided the patient with medical paste to raise their glucose readings. At the time of contact, the patient was doing okay. Additional patient or event information is not available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/20/2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated on (B)(6) 2017, the cgm was reading 311mg/dl compared to the finger stick reading of 141mg/dl. On (B)(6) 2017, the patient's blood sugar went low so the patient drank a glass of milk, took 4 glucose tablets and ate a candy bar to raise his glucose levels. After treatment, the patient laid down and passed out. It was indicated that the patient's mother called the paramedics and when the patient awoke, the paramedics were stranding around him. The paramedics administered the patient with glucose paste and did not transport him to the hospital. At the time of contact, the patient was recovered. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determine.